Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting procedure thrombosis occurred. A single lesion was identified in the right coronary artery (rca). The reference vessel diameter was 2.5mm and the lesion length was 24mm. Pre-procedure there was 69% stenosis. Direct stenting was not attempted. A 3x32mm liberte stent was implanted. An additional procedure was performed in the target lesion; a thrombectomy due to thrombus. The procedure was technically successful. Post-procedure there was 0% residual stenosis. The patient was discharged from the hospital two days after the index procedure. The patient had no anginal complaints or silent ischemia. The discharge medications were: asa 100mg/day x 12 months and clopidogrel 75mg/day x 12 months. The subject did not experience any major cardiac events.